Manufacturer narrative:
This report is submitted on january 30, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced infection at implant site, however the issue could not be resolved. Subsequently on (B)(6) 2018, the patient's device was explanted. There are no plans to re-implant the patient with a new device as of the date of this report.